Manufacturer narrative:
There was no button error alarm on the insulin pump. The pump had an intermittent button response due to moisture damage on keypad trace. The pump had a minor scratched lcd window, a cracked case near the display window corners, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 153 mg/dl. Customer stated that the buttons on her pump are not working. Customer was programming a bolus when the alarm occurred. Customer had the pump on her bra strap while working out and had a lot of perspiration. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.